Manufacturer narrative:
The repair inspection could not confirm the customer reported issue, however, the scope produced a purple-colored image defect. The image problem was isolated to a defective video cable unit. The inspection also noted a slight indentation on the rigid insertion tube. The device has not been repaired in the last year. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer endoeye high definition ii, autoclavable video telescope was returned to the olympus repair center for a reported ¿image flickers sometimes¿. The customer reported event was found at reprocessing after a laparoscopic surgery. The surgery was completed using the same set of equipment. However, during the olympus repair inspection, a purple-colored image defect was found due to a defective video cable unit. No death or injury and no impact to patient or other reported to olympus. This report is being submitted to capture the purple-colored image defect.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During the inspection of the affected device, it was found that the device produced images with changing colours (purple, green). It was found that the cable unit of the affected device caused this issue. Furthermore, it was found that the outer tube also had defections: the fibre bonding of the light fibres on the distal end was damaged. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.